Event description:
A user facility reported to olympus, air/water value issues with "many endoscopes" while using the evis exera iii video system center. Additional information has been requested but not yet received. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer visited the facility, was unable to identify the "air/water" issue reported by the facility. Additional information has been requested regarding the scopes mentioned by the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental is being submitted to provide additional information obtained for this event and applicable corrections.

Event description:
Additional information was received regarding this event. The field service engineer (fse) determined there was no issue with the subject device and the issue is on the endoscopes. There were many endoscopes with crushed insufflation pipes. The event occurred before a procedure, during a test.